Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas gold device was received loaded into an unknown brand 8fr sheath. The introducer sheath buckled. On the proximal end of the balloon it was observed to be detached from the catheter however the distal end of the balloon was still secured to the guidewire lumen. Unraveling was noted to the proximal end of the balloon at the location of the detachment. One medical image was reviewed. The medical image shows wire access from the left side of the patient directed towards the central venous system. However, no conclusions can be made due to the image quality and limited view of the image provided. The investigation is confirmed for the reported balloon detachment, as the device was received with the balloon detached at the proximal end. The investigation is confirmed for the reported difficulty to remove, as the device was received loaded into the sheath with buckling noted to the sheath. It is likely the difficulty to remove led to the identified detachment issue. However, the definitive root cause for the identified balloon detachment and difficulty to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly got stuck in the introducer sheath when physician attempt to remove the balloon from the guidewire. It was further reported that proximal end of the balloon was allegedly detached from the catheter shaft. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly got stuck in the introducer sheath when physician attempt to remove the balloon from the guidewire. It was further reported that proximal end of the balloon was allegedly detached from the catheter shaft. There was no reported patient injury.